Event description:
On 09/01/2000, the facility's radiology nurse informed the manufacturer's (MFR) rep of the folllwing: the pt went to the physician's office for treatment. Swelling was noted and the pt was sent for x-rays. The x-rays showed that the catheter had fractured. It appears that the device body had been discarded and the catheter segment retrieved was in the possession of the facility's director, risk management. On 09/01/2000, the facility's director, risk mgmt informed the MFR's rep that the catheter segment is not available to be returned to the MFR for analysis, but can be viewed at the facility. The MFR's rep informed the facility's director, risk mgmt that since the device body was discarded and the catheter segment will not be returned to the MFR for analysis, the MFR's investigation of this event would be limited to a trend analysis and review of the device history record. The facility's director, risk mgmt stated that she would fax the MFR a copy of the medwatch report forwarded to the FDA that states the following: the physician retrieved broken catheter under fluoroscopy. The catheter was placed in sterile container and sat on shelf of specials. No further details were provided.